Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified during evaluation. The device was put through extenstive testing including rfu testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "do not use" icon complainant indicated that there was no patient involvement in the reported malfunction.